Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an (B)(4) manufacturing site. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that bd vacutainer® brand pronto¿ quick release needle holder had difficulty opening and ejecting the needle. No report of serious injury or medical intervention.